Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to reset the pump, and the issue was resolved as the customer successfully started their sensor session without encountering the error again.